Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the disposable hand piece was binding up on certain fibrous tissue. Multiple hand pieces were used with the same result. The motor drive unit was replaced and the case was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 03/20/2008. The actual device involved in this event was returned for evaluation. The device evaluation verified that the unit performs according to procedure. At no time did the device stop driving. Also, the power supply 24vdc output was checked and the stall test was performed successfully per test procedure. The internal inspection revealed no loose hardware or electrical connections. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.